Event description:
It is reported that the pt was revised due to the locking screw backing out on the lcck articular surface. The lcck articular surface was implanted in 2010.

Manufacturer narrative:
This report will be amended when our investigation is complete.